Manufacturer narrative:
Our quality engineer inspected the photos and sample submitted for evaluation. The reported issue of foreign matter was confirmed upon inspection of the sample. Analysis of the sample showed a black loose fiber on the catheter. Fourier transform infrared spectroscopy (ftir) analysis was performed to determine the foreign matte type. The results indicate that the foreign matter spectrum matches well with poly (ethylene terephthalate). A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Based on the foreign matter type, an extensive investigation was conducted on the potential sources, including material, machine, and man/environment. There are no contact points with the catheter tubing at the assembly machine before or after catheter lubrication where foreign matter could potentially be introduced. No black poly (ethylene terephthalate) materials are present in the machines during production. The white lint-free cloth used to clean machine surfaces is made of poly (ethylene terephthalate) (pet), matching the foreign matter type of the return sample, but this cloth is known not to release fibers during use unlike regular cloths. The smock is made of poly (ethylene terephthalate) (pet) but is blue rather than black. Therefore, the source could not be identified in manufacturing. As the lot number is unknown, this is most likely an isolated case.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd angiocath plus 24ga x 0.75in had foreign matter. This is a complaint about a foreign object found to be attached on the needle before use.